Manufacturer narrative:
(B)(4). Batch # 429a74. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that parts of reload were found in situs. Parts were retrieved. Surgery was completed, no harm to patient.

Manufacturer narrative:
(B)(4), date sent: 9/15/2022. Additional information: the product was for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that only gauze with a black plastic piece was received. No reload was returned for analysis. As no reload was not returned, the incident reported could not be confirmed. The event could not be determined on what may have caused the reported event as no reload was returned for analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.